Manufacturer narrative:
(B)(4). Approximate age of device - 50 days. The customer reported that in their opinion, the patient's death was due to cardiac arrest and not related to the lvad. Additional information was requested but was not provided. Therefore, the event is reported as a serious injury. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was received from a user facility report stating: patient is a (B)(6) year old male who had a recent acute myocardial infarction. He developed acute heart failure. An lvad was implanted in (B)(6). The patient developed new right arm weakness and evidence of aphasia on exam two months later in (B)(6). His CT showing evolving left mca infarct with no significant hemorrhage. He was on a therapeutic dose of anticoagulation when stroke occurred. Additional information was received indicating that the patient expired on (B)(6) 2015 due to a cardiopulmonary arrest. There were no device related issues during the patient's time of support. The patient's clinicians reported that they did not feel that the outcome was device related.